Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 562 mg/dl and ketones of 1.8. After the pump was re-connected the customer's glucose came down to 98 mg/dl. Mother reported that the connection from the pump tubing into the site came unplugged during sleep. The device is not expected to be returned for analysis.